Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) in 2007. The patient reported she had lost vision due to the development of a cataract. The icl was explanted in 2009, with no patient injury. The cataract was removed and an iol was implanted. At the post-op visit two months later, the patient's best-corrected visual acuity was 20/20 and the patient was stable.